Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
Reportable based on device analysis completed on 10-03-2018. It was reported that lost image occurred. A target lesion in moderately tortuous and severely calcified artery. During pci, an opticross imaging catheter was selected for use; however, lost image occurred. The original device was used to complete the procedure. There were no patient complications reported. However, returned device analysis revealed open hole at the sheath lap joint. Device evaluated by MFR: the device was returned for analysis. Kinks were observed in the sheath assembly from femoral marker to the proximal end. A kink was observed in the sheath assembly from femoral marker to the distal end. A kink and damage were observed at the lap joint area in the sheath assembly. Impedance testing shows an electrical open at proximal wave form. It was observed that the catheter leaked from lap joint area when it was flushed. During image characterization testing, no image appeared in the ilab system. In order to inspect for imaging core (ic) windup at the proximal end of the catheter, the hub rotator retainer clip was removed. The rotator and imaging core assembly was pulled out from removed hub. Ic windup was found within the telescope section of the device. Windup were encountered in the non heat shrink area in the telescope area. Ic windup began 25.3 cm from the distal end of the connector shaft.